Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm during prime. Customer was told to remove the set from the pump. Customer was told to check the reservoir septum and the p-cap needle. Customer stated that they could fill the tube manually. Customer did not receive another no delivery alarm during manual prime. A replacement insulin pump will be sent to the customer.